Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported screw fracture. He tried to remove the screw but it was not possible. Finally the implant had to be removed.

Manufacturer narrative:
Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) & one (1) unknown zimmer screw for evaluation. Visual evaluation was performed: ¿one tsvb10 implant was returned with a screw fragment stuck inside the implant. Signs of use, wear on the implant.¿ this complaint refers to the unknown zimmer screw. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) rev 10, the most likely root cause determined from the investigation was excessive loading and improper patient selection. Therefore, based on the available information, a device malfunction did occur. The screw fractured inside the implant. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.